Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. B3: unknown; captured as alert date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: how was the bleeding controlled? Whole blood transfusion. How much blood was lost (ml)? 2-3l through the incision. Did the patient require a transfusion? Yes. How was the post-op bleeding identified? Abdominal ultrasound, physical exam parameters, bloodwork. How was the bleeding addressed? Transfusion. No safe surgical option for hemoabdomen cases in horses as volume loss is too rapid. Where was the patient bleeding from? Unknown, suspect arcuate vessel or omentum (patient underwent omentectomy and jejunojejunostomy). Was the patient on blood thinners prior to the procedure? Enoxaparisn. Was the patient receiving any anti-coagulation therapy post-operatively? Enoxaparin. Did the patient have an additional tests or procedures related to the bleeding. (Additional lab work, re-operation, scoped, blood products, fluids, etc)? Labwork, blood products, fluids, longer term antibiotics. Did the post-operative care change based on the bleeding? Yes. What is the current patient status? Euthanized. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the healthcare professional, when using the focus in an animal procedure, after sealing, if the surgeon manipulate the vessel at all it will start bleeding again, even 20-30 minutes after sealing. The vessels have been no more than 5mm. She had a horse with a postoperative hemoabdomen after using this device for vessel ligation. The surgeon initially blamed the fact that she was systemically unstable prior to surgery and on systemic anticoagulants, but the surgeon worried the seal was inadequate.